Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing a fill estimate of 0 units. There was no adverse impact to the customer's blood glucose level. The issue was identified as a fill estimate discrepancy due to an alert/alarm condition, but no additional information was received regarding the resolution of the event.